Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was accidentally shattered, consistent with physical damage to the display assembly, and a replacement device was arranged while the patient¿s blood glucose remained unaffected. Symptoms included no reported injury or changes in glycemic status. Outcomes included continuation of diabetes management with cgm via the dexcom app or receiver and instruction to power down the damaged device to avoid further alerts, with data syncing to the mobile app prior to return and acknowledgment that data would not transfer to the replacement. Investigation included collection of event details and coordination for device return with a shipping label. Investigation of this device revealed damage attributable to external impact to the screen, aligning with device damage to the user interface component without malfunction of glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.